Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.50/+5.0/087 (sphere/cylinder/axis), into the patients eye in 2015. The lens was explanted due to problems the patient had with the icl lens. Additional information has been requested but none has been forthcoming.